Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient experienced pain at the implant site with this right atrial (ra) lead which suspected of disconnection placement. The boston scientific technical services consultant reviewed the transmission report, noted atrial arrhythmia and non-sustained episodes present in configured collection period and presenting electrogram showed device operating as programmed. As of this time, this ra lead remains in service. No adverse patient effects were reported.